Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 11 months after implant of the ICD and approximately 6.5 years after implant of the leads. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Visual summary analysis of the lead was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported by the patient's clinic that 9 days prior to the patient's death the implantable cardioverter defibrillator (ICD) was checked and found to be functioning appropriately. It was also reported that 4 days prior to the patient's death ICD therapies were programmed off due to the patient going home on hospice due to metastatic lung cancer.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 407652 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.